Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the erbe generator had a bipolar energy issue in that it was not identifying bipolar instruments. The customer replaced the bipolar cable and instrument; however, the issue persisted. The customer further swapped the bipolar port, and the issue still had persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the problem was not confirmed using system logs. A visual inspection was performed, and no external abnormalities were observed. Functional testing was conducted using the system, and the unit powered on normally and successfully cauterized across all ports and instruments without any issues. However, found erbe log error m 0b and m b0. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.